Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 694758 implantable tachy lead (B)(6) 2012; 4076 implantable pacing lead, (B)(6) 2012; d224drg implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, noise and oversensing short interval counts (sic) due to a possible fracture. It was also reported that the patient received inappropriate shocks. It was also reported that the right atrial (ra) lead was inadvertently extracted during the extraction of the rv lead. Both the rv and ra leads were explanted and replaced. No further patient complications have been reported as a result of this event.